Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. Customer states they eat pizza and took more insulin. Customer did not provide any symptoms related to high blood glucose. Customer states insulin pump had bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2019. It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.